Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for multiple low flow alarms and suction. The patient presented with worsening heart failure and chest pain. Laboratory imaging revealed that the pump was malpositioned. Computerized tomography (CT) displayed a patent outflow graft. It was further reported that the patient¿s power consumption decreased below the expected range. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported event was confirmed through log file analysis which revealed a slight decrease in power consumption and estimated flows beginning (B)(6) 2018. Log files also revealed intermittent suction events within the analyzed period through (B)(6) 2018. There were 100 low flow alarms have been logged since (B)(6) 2018. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow/suction event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.